Event description:
The customer reported that he was experiencing high blood glucose levels as high as 575 mg/dl. The customer was in his doctor's office when he began experiencing high blood glucose levels. Troubleshooting was performed and the insulin pump had the wrong time programmed. No alarms were found in the history. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Found that the customer sometimes changes the infusion sets every 4 to 5 days. Advised the customer to wear infusion sets for 2 to 3 days. Assisted the customer in setting the correct time as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therfore, consider this report complete to the best of our knowledge.